Event description:
On 11/10/97 following a rotablator procedure, an angio-seal was deployed and hemostasis was successfully achieved. Approx four to six hrs later as the pt was straining to get out of bed, bleeding and a hematoma (8x8 inches) were noted. A femostop device and subsequent sandbag were applied, and the bleeding was controlled. Following removal of the sandbag, the pt's circulation, sensation, and motion were noted to be equal in both legs. However, the pt later developed a retroperitoneal bleed (time of onset unknown) which required surgical intervention. Follow-up on 12/10/97 with the physician who inserted the device confirmed that the physician feels strongly that the retroperitoneal bleed was unrelated to the angio-seal device and/or its placement; the diagnosis and surgical repair were reportedly routine and without difficulty. The pt was discharged home on 11/17/97.